Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: based on the investigation of the returned catheter sample it was confirmed that the user could only partially deploy the stent and that the guide wire got stuck. Inside the grip the catheter including inserted guidewire were found kinked which made a complete deployment impossible and which indicated that excessive release force must have been present. In the distal section of the delivery system a one sided kink pattern was found which indicated that the delivery system was placed in tortuous anatomy. It was concluded that increased friction was present during deployment leading to force increase, lumen deformation, kink, and subsequent deployment failure. The stuck guidewire was considered a subsequent event caused by force increase and lumen deformation. An indication for a manufacturing related issue could not be identified. Based on the information available and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address this potential risk. The IFU states: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.', and 'if resistance is met while retracting the delivery system over a guidewire, remove the delivery system and guidewire together.' In regards to pta, the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f vascular stent system products are identified. (Expiry date 06/2020), (B)(4).

Event description:
It was reported that during a stent placement procedure of a calcified and tortuous femoral artery via cross over approach post dilatation, the stent allegedly failed to deploy. It was further reported that the guidewire became stuck on the system causing loss of access. Reportedly, the procedure was concluded by performing angioplasty with a pta balloon. There was no reported patient injury.